Event description:
Customer states that his device read 522 mg/dl while the va hospital device read 67 mg/dl. No action was taken based on device results and no treatment was received. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.